Event description:
It was reported that the customer went to the emergency room in (B)(6) 2012 and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 674. Caller stated that the customer is contacting a lawyer for advice and complaint against ((B)(6)) due to they have been calling her for months and she doest not answer. Caller stated that the doctor will not make any changes to the insulin pump until changes go through the dcm. Caller stated that the customer was throwing up, dehydrated, blacking out and unable to eat prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.